Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Is photo available of patient reaction? Yes. Name of surgery? General robotic surgery, specific surgery name na. What was the procedure date? Na. Was any surgical intervention performed? No. Were any cultures taken? Results? No cultures taken. Please describe how was the adhesive was applied. Just as normal, doc has been using product for 10+ years. Rep has recently re-inserviced team on ensuring to wet the filter by gently squeezing some product out, before applying product. What prep was used prior to, during or after adhesive use? Chloraprep (ref#: (B)(4)). Was a dressing placed over the incision? If so, what type of cover dressing used? Nothing placed on top of dermabond. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Na. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Na, preop team has been educated on screening for dermabond allergies. Can't confirm if this was done on this specific patient. Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) female. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Na. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Na. Product lot of product used? Na. Current patient status. Patient is fine and no irritation present after treatment. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Believes there must've been a change in dermabond as nothing has changed. He has used the product for 10 years and has had more reactions this past year. Feels like it's a toss up if patient is going to have a reaction. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Name of surgery? What was the procedure date? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that ten days post op of a general surgery the patient came in for a regular follow up, nothing was placed on top of the dermabond. Incision, dermabond, air. Photos are available of the red irritation all over the skin on all incision sites. Photos are also available of patient post care. Hydrocortisone and a steroid was given after the dermabond was removed.

Manufacturer narrative:
Product complaint # (B)(4). Correction: b5. It was reported a patient underwent an unknown general surgery on unknown date and topical skin adhesive was used. Ten days post op, the patient came in for a regular follow up, nothing was placed on top of the adhesive. Incision, air. Photos are available of the red irritation all over the skin on all incision sites. Photos are also available of patient post care. Hydrocortisone and a steroid was given after the adhesive was removed. Additional information has been requested. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.